Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic kidney transplant procedure, upon stapling of the renal artery/vein, after the first fire, they reloaded the device and upon closing, they could not get the jaws to open again. They had to use hands to open the jaws. Once it was pried open , the instrument worked fine. The jaws of the device were opened with hands to complete the case. The patient had no injury.